Event description:
The female patient was treated with the neuromark system in early (B)(6) 2025. Approximately 3 weeks after the procedure, the patient had a late bleed which needed hospitalization and blood transfusion. The event is resolved and patient is doing well.

Manufacturer narrative:
Bleeding is a known potential adverse event and is documented in the device labelling.